Manufacturer narrative:
(B)(4). The technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the device. The customer was instructed by technical support to call back if the recommended part or test did not correct the failure.

Event description:
It was reported that the ventilator did not pass the power on self test (post). The customer was unable to duplicate the error. There is no reported patient involvement associated with this event.